Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on thesvc (superior vena cava) defibrillation coil was beyond the expected upper range. The analyst noted that on 09-sep-2015, svc coil impedance spiked to 254 ohms from 40-50 ohm range. Concomitant product: 5076 lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the superior vena cava (svc) and rv coil electrode portion of the lead. The patient was referred for lead replacement, and the lead currently remains in use. No patient complications have been reported as a result of this event.